Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-04765. Follow-up revealed the patient's lead and ipg were explanted and replaced. Surgical intervention addressed the patient's issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04765.

Manufacturer narrative:
Date of explant is unknown at this time. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04765. This report is related to a (B)(6) patient. It was reported the patient was no longer able to receive needed coverage/therapy. An impedance check revealed high impedance. In turn, the patient underwent an scs trial procedure on (B)(6) 2019. The doctor decided to explant the patient's scs system because he was uncertain which device was liable. Further information related to surgical intervention is unknown at this time.